Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: it was communicated that the account had reported that this was a davinci robotic gyn procedure that the trocar was used in. There isn't any other case information other than what was originally provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What gyn procedure was being performed? What trocar was being used? Was the mesh implantation during a previous operation? What was the date of the event? Were there any issues inserting the trocar during the preliminary procedure? If the trocar was bladeless, what size scope was being used? Was it identified pre-op or during the procedure that the bowel was attached to the abdominal wall? Were there any changes made to the surgeon¿s technique based on the previous mesh placement? Is the patient expected to have a full recovery?

Manufacturer narrative:
(B)(4). Rep spoke to the surgeon and the following information was provided: what gyn procedure was being performed? Robotic lavh. What trocar was being used? 12mm long (thought bladed, couldn't recall for sure) was the mesh implantation during a previous operation? Yes. What was the date of the event? Couldn't recall exact date. Were there any issues inserting the trocar during the preliminary procedure? Yes. If the trocar was bladeless, what size scope was being used? N/a. Was it identified pre-op or during the procedure that the bowel was attached to the abdominal wall? Expected adhesions w/ prior mesh, but identified bowel attached during case. Were there any changes made to the surgeon¿s technique based on the previous mesh placement? Yes, went in laterally away from mesh initially. Is the patient expected to have a full recovery? Yes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was communicated that the account had reported that this was a divinci robotic gyn procedure that the trocar was used in. There isn't any other case information other than what was originally provided.

Event description:
It was reported that the patient returned two days post op of a gyn procedure with abdominal pain. They were admitted to the hospital and an exploratory procedure was performed. The surgeon found a puncture in the bowel that he believed was from the previous surgery. He then decided to do an open procedure and repair the bowel. During the gyn procedure two days previous the surgeon stated that the patient's bowel was attached to the abdominal wall and had mesh implantations present in the area of the surgery. He stated that the patient was obese and had previous abdominal surgery. The patient is reported to be stable. No other information was available. Device product code was not provided and the device had been discarded.

Event description:
It was reported that the patient returned two days post op of a gyn procedure with abdominal pain. They were admitted to the hospital and an exploratory procedure was performed. The surgeon found a puncture in the bowel that he believed was from the previous surgery. He then decided to do an open procedure and repair the bowel. During the gyn procedure two days previous the surgeon stated that the patient¿s bowel was attached to the abdominal wall and had mesh implantations present in the area of the surgery. He stated that the patient was obese and had previous abdominal surgery. The patient is reported to be stable. No other information was available. Device product code was not provided and the device had been discarded.